Event description:
The customer stated that her meter, twice consecutively, read 36 mg/dl. Fifteen minutes later she ate a tangelo and 15 minutes after eating the tangelo, she received a reading of 126 mg/dl. After another 15 minutes, she received a reading of 24 mg/dl. A review of the system was conducted over the phone. This review indicated that the meter was functioning according to specifications. The meter was replaced and the customer was asked to return the meter for further evaluation. The customer was invited to call 24/7 with future questions/concerns.

Manufacturer narrative:
Upon receipt, performance testing was conducted. Testing determined that the meter performed according to specifications - the complaint could not be confirmed. This complaint is considered closed for purposes of MDR.